Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. Inspection of the hard cannula found no damages or deficiencies that would contribute to infusion site swelling. The exact cause of the reported infusion site swelling event could not be determined, and no problems were found regarding the reported bent/kinked and leaking during wear events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported bent cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to more than 280 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found curved and bent, the pod site was red and swollen and the adhesive was a little wet.